Event description:
A hospital reported via our distributor that an rt212 adult breathing circuit did not increase in temperature. No patient consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. Method: the electrical resistance of the heater wire of the returned adult breathing circuit was tested using a multimeter. Results: the inspiratory heater wire was an open loop due to a break in the connection between the heater wire, and one of the pins that crimps to the heater wire. We were unable to carry out a lot check as no lot information was provided with this complaint. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fails are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Further design improvements to the existing crimping machines are in progress,. Our monitoring and trending of open circuit heater wires in adult breathing circuits has a rate of occurence worldwide for the last year to the end of october 2008 of 26 ppm.